Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve gastrectomy- "after dissection of the greater omentum, it remains on the edge one oozing blood, but not hemorrhagic it does not suit the surgeon and forced him to return to this edge and redo all coagulation. This does not occur with covidien according doctor (B)(6). Melting cycles have been observed, no alarm on generator. Without consequences for the patient, but extended response due to the coagulation recovery omental edge." Patient status - "ok."